Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of post sensed t-wave over-sensing. No intervention was performed. Patient condition is unknown.

Event description:
New information received noted that the post sensed t-wave over-sensing was noted via remote transmission. The implantable cardioverter defibrillator (ICD) was reprogrammed. The patient was in stable condition.